Manufacturer narrative:
The wrong information was submitted on the previous report. The report has been updated with the correct information. The customer found that the syringe thumb screw was loose. The customer tightened the thumb screw on the syringe, which repaired the failing controls. The repairs were verified by the customer. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the ichem velocity instrument was failing controls for multiple analytes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Iris field service engineer was not sent to the customer location. The fse was able to troubleshoot with the customer over the phone. The customer identified a loose syringe and tightened the syringe to resolve the issue. The customer re-ran controls and the controls passed. The customer canceled the service visit. (B)(4).

Event description:
The customer called in to report ca false negative bilirubin control and cb false negative urobilinogen controls on the ichem velocity instrument. The customer stated there was no erroneous results generated or reported out of the lab.